Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an increase in the pace impedance measurements and pacing thresholds was noted when it comes to this right ventricular (rv) lead and device. A dislodgment was suspected thus it was decided to do another procedure to reposition the lead. The rv lead was removed and tested with the pacing system analyzer (psa) which showed normal values for the pace impedance measurements and pacing thresholds. A possible connection issue was suspected thus the rv lead and device were reconnected and the lead was not repositioned as no dislodgment was noted. Potential minute ventilation (mv) oversensing was noted, and a right atrial (ra) lead check will be performed and the mv will then be turned off. The issue was resolved. No adverse patient effects were reported.